Event description:
It was reported that the right ventricular (rv) lead was capped and replaced. The lead exhibited rising and high thresholds, high impedance, and a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: vedr01 ipg implanted: 2008-(B)(6). (B)(4).